Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Circular part of the moving head stopped moving, circular part came off completely and was loose in mouth; brush head broken [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via e-mail on 26-jun-2016 that she bought a pack of 3 oral-b dual action brushheads, and the circular part of the moving head of the first brush head used stopped moving after approximately 7 days of use. She disposed of the brush head, and reported the same thing happened after using the second brush head for a few days except the circular part had also come off completely and was loose in her mouth. She kept that brush head, and placed the last brush head on her toothbrush. The consumer did not report details of use with the third brush head. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown. On 16-jul-2016 consumer follow-up e-mail: the consumer reported the third oral-b dual action brushhead had broken. No symptoms developed.